Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was treated with insulin pump and manual injection. The customer reported a blood glucose value of 284 mg/dl. It was reported insulin pump was damaged near battery compartment and customer alleges pump was under delivering insulin. The event involved product(s) mmt-431ag,mmt-342,mmt-1884l,mmt-7040ma. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smart guard feature at the time of the event. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1884l was requested and the customer response was the device will be returned. No product return is required for mmt-431ag. No product return is required for mmt-342.no product return is required for mmt-7040ma.

Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test and the displacement accuracy test. Pump history files and traces successfully downloaded using thump. Pump successfully uploaded to carelink. The following were noted during visual inspection: cracked battery tube threads, scratched case, missing display window cover, cracked case-corner of belt clip rails and pillowing keypad overlay. Cosmetic damage was confirmed with cracked battery tube threads and cracked case-corner of belt clip rails. Under delivery not confirmed during testing. Pump delivery works as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.